Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced tenderness and redness at the implantable neurostimulator pocket site following implantation of the implantable neurostimulator. Signs of device site infection at the incision and pocket were observed, and the patient reported fever or chills. Augmentin 850 mg po bid was prescribed, and outpatient wound care was initiated. Upon follow-up, the incision and neurostimulator site appeared improved. The patient remains alive with no injury. The manufacturer representative (rep) indicated they would send any further information as they become aware.